Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation, tamponade and pericardial effusion approximately one week post implant. No capture was noted on the right ventricular (rv) lead. The lead was revised and then later explanted and replaced. No further patient complications have been reported as a result of this event.